Event description:
Vent module identified a hardware error and user was unable to set sweep gas flow rate. User performed hard reboot of device, which resolved the error. There was no patient harm.

Manufacturer narrative:
During the investigation, it was discovered that the diss coupling had degraded. The damaged component was replaced and the error could not be replicated.